Event description:
A ventilator was returned to a third party service center for evaluation. There was no harm or injury reported. During the evaluation of the ventilator at the third party service center, the device's flow sensor assembly was damaged and failed to pass testing. The device's flow sensor assembly was replaced to address the issue.